Event description:
Same as MFR#: 6000093-2005-01188. It was reported that 2 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2005 the pt presented to the cath lab with an acute myocardial infarction. The lesion being treated was a mildly calcified, 90% stenotic lesion in a non-tortuous anterior descendent artery (da). The physician successfully direct stendted a taxus express2 -3.0 x 20 mm drug eluting stent and post-dilation was performed. The pt was discharged with a regimen of clexane and aspirin. Two days later the pt was readmitted to the hosp with another acute myocardial infarction. A day later the pt had a heart catheterization and a thrombosis was found in the taxus stent. The physician then decided to treat the thrombosis with a bare metal liberte stent at 20 atms. The pt was discharged with a regimen of clexane and aspirin. Four days later the pt was readmitted to the hosp with another acute myocardial infarction. The pt was then sent to surgery for a coronary artery bypass graft surgery (CABG). It is noted the physician associates the thrombosis to the type of lesion and is convinced that the thrombosis is not related to the stents. In addition, the physician did not want to file a complaint. No further pt injuries or complications were reported. Pt status is reported as "stable".